Event description:
Technician alleged that the head of the bed will no lower and it stuck in a raised position. No pt impact.

Manufacturer narrative:
The technician replaced the bed controller to resolve the issue.